Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, self test, reset error test, and displacement test. No excessive no delivery alarms were noted. All boluses delivered during testing were properly recorded at the bolus and daily totals history screens. The insulin pump was received with a cracked case at the display window corners and minor scratches to the display window.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer had a racing heart and had treated with the insulin pump and with manual injection and then was taken to the hospital. The blood glucose reading at the time of the admission was 372 mg/dl. The customer was wearing the insulin pump at the time of the event. The customer was treated with intravenous fluids. The drive support cap appeared normal. The time and date were correct. The basal rate and bolus wizard settings were programmed correctly. The bolus history did not display all entries based on the customer's recollection. The insulin pump passed the high pressure test, displacement test, and self test. However, the customer was uncomfortable using the insulin pump agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.